Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred and the user was unable to clear the alarm. The user's blood glucose (bg) level was 347 mg/dl. The user's bg level was addressed with an alternate pump. It was confirmed that the user had an alternate method of insulin delivery.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.